Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that impedances were greater than 40,000 ohms on electrode 10. The rep reported that they reprogrammed the patient without using electrode 10. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-14. The rep confirmed that the patient using the term wire disconnected was only used by the patient. The rep was referring to the high impedances when stating this. The lead was not disconnected. This was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient called patient services on (B)(6) 2018 indicating that there was a settings not available message on their controller and they were not able to increase the intensity as high as they previously were able to. For example, on group a, they encounter the settings not available message at 1.2 when they previously were able to increase up to 1.9. The patient also reported being shocked 4 times when they were just sitting down at a table not making changes or using their controller. This was noted to be a sudden change in therapy/symptoms. The patient texted their manufacture representative (rep) on (B)(6) 2018 when the issue occurred but the rep did not seem to have any concern and told the patient that it means they have reached their intensity. After the patient let their rep know that they got shocked, they did not hear back from them. Patient services reviewed troubleshooting options but the patient was encountering the settings not available message across all 3 groups available. The patient has not had any falls or traumas but on (B)(6) 2018, they had an injection type nerve block for their lumbar facet in the bottom left of their back and turned their stimulator off during the procedure because they were told they could get electrocuted. The patient has an appointment with their healthcare professional (hcp) on (B)(6) 2018 and would call them on (B)(6) 2018 to let them know their concerns and request a rep to be present. No further complications were reported/are anticipated.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). It was reported that the patient followed up with the hcp and rep on (B)(6) 2018 and they found that "a wire is disconnected so the rep turned it off and bypassed it. The patient said they asked if she fell and she said no. The patient said they have no idea how it became disconnected". The patient said that after meeting with the rep, "it was fine until last night when the patient started having a little tingle shock again. The patient then checked the controller and was seeing the setting not available screen again. The patient says she hasn't changed any settings and didn't touch it. The patient leaves it at the same setting. The patient says that they don't know what the plan is for the disconnected wire and doesn't know why the rep would tell her to call to get a new controller. The patient says that the rep seemed to indicate that they were just going to leave the disconnected wire bypassed and not do anything about it to fix it. The rep called after the patient and said that contact 10 was > 40k and the device was reprogrammed around electrode 10. The patient could not adjust stim when the settings not available screen was seen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.